Event description:
Related manufacturer reference number: 2017865-2023-38213. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, automatic mode switch on the atrial (ra) lead. Durin the surgery insulation damage was noted on the right ventricular (rv) lead. The physician elected to repair the leads with suture sleeves and medical adhesive the rv and ra lead. The patient was in stable condition.